Event description:
The customer reported that the digital part of system (dsi) switched off spontaneously.

Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer troubleshot the system and stated that the root cause was not clear as both the uninterrupted power supply (ups) digital spot imaging (dsi) as the dsi could be involved. The ups was replaced and additionally the dsi was upgraded to r6.2. After replacement and upgrade the system is back to normal operation.